Event description:
It was reported that when the device was used during an laparoscopic assisted vaginal hysterectomy procedure, the device jammed on the 4th firing. The handles stuck together. The surgeon kept pushing back button until the stapler came open. The case was finished with bipolar and extended or time was 15 minutes.